Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited undersensing and unstable thresholds in multiple locations. The lead was removed and tissue was observed in the helix. A replacement lead was implanted. No patient complications have been reported as a result of this event.